Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-00266. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be undertaken to address the issue.

Event description:
Related manufacturer report number: 1627487-2022-00858, 1627487-2022-00859. Additional information received reports that patient underwent surgical intervention on (B)(6)2022 in which the leads were explanted and replaced. During the procedure it was found that one anchor was fragmented. Only that fragmented anchor was explanted, but both were replaced. Note: it is unknown which anchor was fragmented so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.